Event description:
It was reported that resistance was met passing this intra-aortic balloon through the sidearm sheath. The customer subsequently tried to insert the iab using the non-sidearm sheath. During the forceful insertion the iab ruptured. As a result, a new kit opened and used. There were no reported pt complications.